Event description:
It was reported a perforation, pericardial effusion leading to cardiac tamponade occurred. The procedure was cancelled. During a myocardial ablation procedure, a nrg transseptal needle was selected for use. It was reported that while performing transseptal puncture using the needle, the patient blood pressure dropped, and a perforation, pericardial effusion and cardiac tamponade occurred. Therefore, a drainage was performed. There were no anatomical structures, but the patient was quite obese, and it was said that it was difficult to raise the needle from the puncture site when approaching the right atrium. The procedure was cancelled. The patient is progressing well. The device is not expected to be returned for analysis. In the physician's opinion, the heart movement was poor on fluoroscopy, and pericardial fluid was confirmed on ultrasound, so it is thought that it may have occurred during septal puncture.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.